Manufacturer narrative:
Correct manufacture date provided.

Event description:
A site representative, purchasing, reported an open spine clamp that was bent. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement open spine clamp shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds the clamp face is only slightly bent, but the adjustment screw threads are damaged in the middle of the travel limiting the movement of the clamp face. The retainer ring is also stretched allowing some play in the movement of the clamp face. Physical damage, stripped threads-screw, directly caused this event.